Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) in appropriately withheld therapy for ventricular tachycardia (vt) that the device detected as supra ventricular tachycardia (svt). It was noted that the pr logic, atrial tachycardia/atrial fibrillation (at/af) and wavelet discriminators contributed to the inappropriate detection. The crt-d remains in use. No further patient complications have been reported as a result of this event. It was further reported that the crt-d was reprogrammed and the patient underwent a his ablation procedure. It was further clarified that the device withheld therapy for vt and the device detected it as atrial fibrillation (af) due to pr logic.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated the device failed to deliver therapy. Analysis of the device memory also had an observation relating to the at/af detection, an observation relating to pr logic, an observation relating to vt detection, and an observation relating to wavelet detection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) in appropriately withheld therapy for ventricular tachycardia (vt) that the device detected as supra ventricular tachycardia (svt). It was noted that the pr logic, atrial tachycardia/atrial fibrillation (at/af) and wavelet discriminators contributed to the inappropriate detection. The crt-d remains in use. No further patient complications have been reported as a result of this event.